Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had slept through an alarm and she corrected her low blood glucose. Customer's blood glucose was 56 mg/dl. Customer stated that she calibrated and it came back with a low reading. Customer's current blood glucose is 75 mg/dl. Customer stated that right now the insulin pump is suspended. Customer stated that she checked the meter and found blood glucose readings of 294mg/dl, 205 mg/dl, 267 mg/dl, 153 mg/dl, 199 mg/dl, and 58 mg/dl. Customer declined troubleshooting for the blood glucose readings. Customer has already treated and feels fine.